Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a syncopal episode on (B)(6) 2019. During admission, the patient experienced 2 runs of non-sustaining ventricular tachycardia. The hospital increase amino to 400 mg four times a day. The patient began wearing a holter monitor on (B)(6) 2019. The results noted frequent ventricular ectopy with the longest ventricular tachycardia for a period for 7 beats. No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia and syncope could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.